Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary vessel. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.